Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor displaying inaccurate symbols and booting up incorrectly was unable to be confirmed. The system monitor (serial number: (B)(6) was returned for analysis and was connected to a power module, test controller, and mock loop. The system monitor was booted up and run for an extended period of time. The system monitor functioned as intended. The reported event was unable to be reproduced during testing. Although the reported event on the system monitor was not confirmed, a corrective and preventative action (CAPA), CAPA 136833, was opened to further investigate issues related to the system monitor's atypical screen behavior. The device history records were reviewed for the heartmate system monitor (vsm006150) and were found to have passed all manufacturing and qa specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) ( section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU under section 4 ¿system monitor¿. These sections inform the user of how to start/restart the system monitor and how to use the system monitor with the system controller. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook section 6 - describes how to care for and clean all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the power module patient cable. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the led display of the system monitor did not boot correctly and showed strange symbols. The system monitor was rebooted but the issue did not resolve. The device was exchanged.